Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had defective or "crooked" printed scale markings, and had mixed product in packaging. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (7) loose 1/2cc, 8mm, 31g syringes. Customer states that the needle hub is stuck in the shield, scale markings are crooked, finding different size syringes, and product is leaving bruises. All samples were tested with the plug gauge and all scale marking placements fell within specifications. Two out of 7 samples were returned with the hub-needle/shield assembly separated from the barrel. No damage to the barrels was observed. All remaining samples were tested using the length gauge for cannula length and all fell within specifications for 8mm cannula length. Three out of 5 remaining samples exhibited a bent cannula. The samples that did not exhibit a bent cannula were tested for point geometry, lube, and cannula od. The following was observed (specs: outer diameter for 31g: 0.0100¿-0.0105¿): data; point; outer diameter (in); lube; sample 1: good, 0.0104, good; sample 2: good, 0.0104, good. Also, one sample exhibited a broken thumb press on the cannula. A review of the device history record was completed for batch# 7219558. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200708880] noted for missing print. There were eleven (11) notifications [200711500, 200711384, 200711495, 200711499, 200711351, 200712021, 200711482, 200689741, 200690372, 200711724, 200712251] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates, bent cannula, broken thumb press). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (scale issue, cannula length, bruising). Possible root cause for broken thumb press: the syringe was caught in the sealing bars of the packaging machine, crushing the cap and breaking the plunger. Possible root causes for hub separates issue include: broken plunger lodged in between barrel and shield carriers may cause incomplete shield assemblies. Systems with plunger screw infeed¿s have a greater propensity for creating broken plungers versus machines with dial infeed¿s. A misaligned laser sensor (raised shield) from its designated detecting position may result in sending defective parts with gate flash and/or raised needle assemblies to packaging as good product. Hub core damage (either from seating on racks or during assembly onto barrel), adhesive run-over causing excessive force required to remove shield, disassembling hub from the syringe. CAPA (B)(4) has been opened to address this issue. Possible root causes for a bent cannula include: bending of the cannula during original removal of the shielding. If the shield is not removed evenly and in roughly the opposite direction of the force applied, the cannula is easily bent by the shield flange as the shield is removed. To the consumer, this would appear as though the cannula was bent to begin with. Additionally, this type of incident does not usually leave evidence on the interior of the shield.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had defective or "crooked" printed scale markings, and had mixed product in packaging. No serious injury or medical intervention was reported.